Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device and the data file was reviewed. The reported allegation was confirmed via data. The probable cause could not be determined post investigation. No injury or medical intervention was reported.